Manufacturer narrative:
Diopter: -07.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -07.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. Low vault was observed and the lens was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. See MFR. # 2023826-2015-01629 for right eye.